Manufacturer narrative:
A review of the complaint history for sn (b)(6 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised user to call pharmacy to have edit the quantity. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue item and profile quantity was set to zero. However, there were no delays or adverse events or injuries reported based on this event.